Event description:
The customer alleges that the oxygen tube, for the mask, was found occluded prior to use.

Manufacturer narrative:
(B)(4). (2) pictures of catalog number 1041 (mask, medium conc, elong, adult) were received for analysis. During the visual inspection it was found that the orifice of component tfx-000195 (reduced hose end) is occluded. What the customer reports as a "oxygen tube occluded prior to use" issue it is actually a connector occluded. No other issues were found. A dimensional & functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Device history record review showed that there were no issues related to this issue neither on the product nor its components during the manufacture of the material. Customer complaint is confirmed as "connector occluded". During the visual inspection it was found that the orifice of the connector is occluded with loose particles. Regarding this issue, injection gates of tool # 15-03 & 15-02 were repaired ( may-2014 & oct-2014 respectively). Tool # 15-00 will be repaired and wi-tfx-000195 will be modified in order to keep the personnel aware of this type of issues. Once these pending activities are completed this file will be updated. However, current production was verified to identify any issue that can lead to the reported defect and no issues were found.